Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective stimulation and had the scs system explanted earlier. The explant date is unk. The pt was implanted with a new system on (B)(6) 2014.